Event description:
Additional information received from the manufacturer representative. It was reported that the (B)(6) study was successful today ((B)(6) 2016) and the catheter was deemed to be in tact. The catheter was patent.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information received from a manufacturer representative. On (B)(6) 2016, the hcp did open the pump pocket which revealed the catheter had dislodged from the catheter connector collet. The pump piece was removed and a new pump piece and collet was used. Aspiration was successful. As of (B)(6) 2016 they had no reason to believe there were any further issues at that time. Additional information reported that the manufacturer representative was notified on (B)(6) 2016 by the patient's healthcare provider (hcp) that the patient was having another catheter access port (cap) study on (B)(6) 2016, due to the same therapy issues. The pump system was delivering lioresal.

Event description:
Additional information received from the health care professional indicated that the reason for conducting a catheter access port study on (B)(6) 2016 was due to possible signs of intrathecal business (itb). The dye study and computed tomograph myelogram were normal the therapy issues that patient continued to have since the exploratory procedure on (B)(6) 2016 were signs of withdrawal which led to itb revision in (B)(6) 2016. The cause of the therapy issue was that they suspected that patient was chronically constipated, gastrointestinal (gi) evaluation was ongoing.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient's implantable infusion pump system for intractable spasticity. It was reported on 2016-09-26 the rep stated the healthcare professional (hcp) was not confident the patient was getting therapy after a recent catheter revision a couple of weeks ago. (See (B)(4) for the report). The rep stated he attended a dye study and the hcp was able to easily aspirate 3-4 mls. The rep stated they injected the dye but under fluoroscopy the hcp couldn't tell if the dye was getting to the intrathecal space. The rep stated the hcp did mention the patient was "puffy" around the pump pocket, but the rep stated that area hasn't changed since the revision surgery. The rep stated the hcp couldn't tell if it was dye. The rep wondered if it was a seroma. The rep stated the patient had not had any change in therapy since the revision, and the therapy did not improve. During a procedure to determine the issue the hcp opened up the pump pocket and realized the catheter had dislodged from the connector collet. The pump piece was removed and a new pump piece and collet was used. The patient's medications were unknown. The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.